Manufacturer narrative:
The customer was sent replacement breast shields and inserts. In follow up with the customer on (B)(6) 2017, the customer indicated that when she first started pumping, the 24mm were a perfect fit and the breast pump was very useful because she had issues with oversupply. She stated that once the swelling went down, the 24mm breast shields became too large and caused extreme discomfort to her nipples, so she stopped using them and ordered a smaller breast shield. She developed mastitis a few days later, for which she was prescribed antibiotics. When she received and tried the 21mm breast shields, she discovered that they were too big and caused pain. She reported that she stopped pumping at that point. She tried the inserts that were provided to her and they didn't resolve her breast shield fit issue, so she is no longer pumping, but is hand expressing instead. The information for use provides instructions for breast shield sizing, including reference to (B)(4) and referral to a lactation consultant for assistance in choosing the correct size breast shield. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that the 24mm breast shields for her pump in style advanced breast pump were too large and she was pumping at a level which was too high, as it hurt and she stopped pumping. She ordered the 21mm which were too small. The customer stated that she got mastitis and was taking antibiotics.